Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was instructed to call back if the malfunction code recurs, and they understood the instructions. No additional information was received regarding the outcome of the event.